Manufacturer narrative:
The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-feb-2017 for the following meddra preferred term: dysmenorrhoea. The analysis in the global safety database revealed 101 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: ptc global number: (B)(4). Lot number 626802 (production date mar-2008, expiration date feb-2010). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-feb-2017: quality-safety evaluation of ptc. Company causality comment. This spontaneous non-medically confirmed case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after placement had painful menstrual periods. At the time of the report, steps were underway for removal. This event is anticipated in the reference safety information for essure. Painful menstrual periods may have multiple causes. In the present case, consumer's medical history and concurrent conditions were not reported. Given the nature of the reported event, and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal is planned. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ("painful menstrual periods") in a female patient who received essure (batch no. 626802). The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient started essure. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia ("haemorrhagic menstrual periods"), fatigue ("extreme fatigue"), diarrhoea ("chronic diarrhoea"), arthralgia ("joint pain in upper limbs"), muscle disorder ("muscle problems in lower limbs"), dizziness ("dizzy spells"), dyspareunia ("pain on sexual intercourse"), libido decreased ("reduced libido") and mental disorder ("psychological problem"). Steps are currently underway for removal. At the time of the report, the dysmenorrhoea, menorrhagia, fatigue, diarrhoea, arthralgia, muscle disorder, dizziness, dyspareunia, libido decreased and mental disorder outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, fatigue, diarrhoea, arthralgia, muscle disorder, dizziness, dyspareunia, libido decreased and mental disorder to be related to essure. The reporter commented: after placement of the essure inserts, side effects started to occur and have accumulated over the years. Diagnostic results: each body system has been checked on medical examinations, however no diagnosis has been found, except for a psychological problem. Most recent follow-up information incorporated above includes: on 31-jan-2017: correct initial receipt date (31-jan-2017). Company causality comment: this spontaneous non-medically confirmed case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after placement had painful menstrual periods. At the time of the report, steps were underway for removal. This event is anticipated in the reference safety information for essure. Painful menstrual periods may have multiple causes. In the present case, consumer's medical history and concurrent conditions were not reported. Given the nature of the reported event, and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal is planned. A product technical analysis is expected.